Event description:
It was reported that residence was met when the clinician attempted to remove the spring wire guide (swg). After removal, the swg was found unraveled. There were no reported pt complications. Additional information received 01/23/09 stated the swg was removed in its entirety.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.